Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway. (Expiry date: 04/2022).

Event description:
It was reported that during an angioplasty procedure in the aortic valve, the pta balloon allegedly got stuck inside the sheath during retraction. It was further reported that medical intervention was required to cut down and remove the balloon from the patient. Reportedly, it is unknown how the angioplasty procedure was completed. The status of the patient is unknown.

Event description:
It was reported that during an angioplasty procedure in the aortic valve, the pta balloon allegedly got stuck inside the sheath during retraction. It was further reported that medical intervention was required to cut down and remove the balloon from the patient. Reportedly, it is unknown how the angioplasty procedure was completed. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: the investigation is inconclusive for the reported retraction issue, as the device was not returned for evaluation. The definitive root cause for the reported retraction issue could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.